Manufacturer narrative:
The patient information and event date were requested from customer, but no response received. Per biomed they have not had an event to a v-60 failure with patient harm.

Manufacturer narrative:
The patient information and event date were requested from customer, but no response received. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use on patient, but there was no patient harm reported.